Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to deliver high voltage therapy during a ventricular fibrillation episode due to the patient¿s rhythm falling below vf detection zone. The patient was coded and external defibrillation shocks were administered. Programming changes were suggested. No further information is available at this time.

Event description:
New information received indicated that the patient passed away on july 12, 2018. There is no known allegation from a health professional that suggests the death was related to the device.